Event description:
Review of medical records provided by the patient's dialysis center revealed a peritoneal dialysis (pd) was hospitalized on (B)(6) 2015. The patient experienced syncope post peritoneal dialysis, fell and struck his head. He complained of headache when he arrived at the hospital.

Manufacturer narrative:
Medical records were reviewed by post market clinical staff and physician. On (B)(4) 2015 on a cycler as we know that the patient resumed cycler use as of (B)(6) 2015. We don't have a report that the patient fell during ccpd so this remains as a report only for a cycler. 9am patient fell and stuck her head on the floor in a syncopal episode and shown up in ER with headaches. Vital signs were - pulse ox 97, b/p 130/77, pulse 71, respiratory 16, temp 36.4. Head CT scan by radiologist determined a post traumatic subarachnoid hemorrhage (acute)/head injury. Head injury s/p fall isn't indicated to be in relation to use of a cycler either but will be reviewed for cycler reports for regulatory reasons. There was no report of malfunction of liberty cycler or any of its system being out of specifications. The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.